Event description:
It was reported that the right ventricular (rv) lead had a history of t-wave oversensing (twos) and a history of minimal varying and high out of range (oor) impedance measurements.  It was noted that the left ventricular (lv) lead had varying and high out of range (oor) impedance measurements above the programmed thresholds.  It was noted that some of the impedance changes for the rv lead may be positional based on greater variability during the morning measurements.  The rv lead impedance alert was increased, and the healthcare professional will continue to monitor the lead.  Both leads remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crtd; 6935m55 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.